Event description:
It was reported that on (B)(6) 2021 the patient underwent removal of a locking compression plate from an ankle due to a suspected infection. This report is for an unknown locking compression plate construct. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.